Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the registered nurse (rn). The rn was informed the hp did not prime the line correctly and connected to the setup. The rn stated the hp has been performing therapy successfully since the incident. This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information, the home patient (hp) connected prior to the fluid being to the top of the patient line. The cause was an incomplete prime. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) determined the home patient (hp) connected prior to the fluid being to the top of the patient line. The tsr had the hp close all the clamps to bags/patient line, cycle the power off/on, and system error 2367 occurred. The hp cycled the power off/on, went to press go to start, and at load the set, the hp removed the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The hc was operational. Per the callscript, the hp was connected at the time of the alarm, the patient line not was properly primed before connecting, and a patient extension line was used and connected prior to priming. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.